Event description:
It was reported that lead was removed due to medical judgement as the patient was receiving radiation at the site of the pacemaker system. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that all conductors had blood/body fluid (not obstructed).